Manufacturer narrative:
Additional information was added to h3, h4 and h6. The lot was manufactured from july 27, 2020 - july 28, 2020. Thirty-nine (39) companion samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. The non re-opening clamps were evaluated which observed that an excessive force is required to close the clamps. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were difficult to close. These issues were identified during setup/preparation prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.